Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level over 800 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged a few days later with the issue resolved and unspecific kidney damage. System check with tandem technical support confirmed the pump was functioning as intended.